Event description:
Boston scientific received information that shortly after the implant of this right ventricular lead, poor sensing and loss of capture at maximum output were noted. It was suspected a microdislodgement may have been the cause of the issue. A procedure was performed to reposition the lead successfully with no adverse patient effects other than the additional procedure reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.